Manufacturer narrative:
The enclosed gantry gpio was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: device manufacture date provided. The suspect power supply board, isolated generator control board and relay have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that a stand alone board, relay and supply board were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the pendant of the imaging system displayed system initialization please wait and would not boot past that screen. There was no patient present at the time of the issue.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The standalone power control board was returned to the manufacturer for evaluation. Testing found that the voltage output from the board was lower than specifications.